Event description:
It was reported that the infusion set was leaking at the headset. The issue occurred with both an 8mm cannula and a 6mm cannula.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Additional information: the patient reported additional information on 07/06/2022. The insulin leak is related to poor absorption. There was no allegation that the insulin leak was caused by a material defect. The patient experienced elevated blood glucose levels.

Manufacturer narrative:
Additional information: the patient reported additional information on 07/06/2022. The insulin leak is related to poor absorption. There was no allegation that the insulin leak was caused by a material defect. The patient experienced elevated blood glucose levels.